Manufacturer narrative:
The product was not returned for evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
On (B)(6) 2013, at around 12:10, pt's condition changed and emergency iab therapy was needed. Custom tried to use the iab, but the wrapping of it was unusually loose although the customer did pull the t-handle after vacuuming according to instructed procedure, so that customer could not insert this iab through the sheath. At around 12:20, another iab was used to insert into a pt and pumping was started. At around 13:00, pt's condition became to be cardio pulmonary arrest. After that the pt was confirmed dead. An investigation is not required. The device was not returned because of it's infection disease. The doctor says this iab malfunction had nothing to do with pt's death.